Event description:
A customer contacted beckman coulter inc. (Bci) after observing no foam solution leaking from the unicel dxc 600 pro synchron clinical system. Per customer, the leak was coming either from the connector or from the no foam bottle. About 100ml of the solution was leaking on the floor but no one was exposed to it and no injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found tubing on the connector was loose and leaking. Fse replaced the tubing and the issue was resolved.